Event description:
The user facility reported a 55-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Patient experienced active bleeding from the access site during impella support. As a result of the noted condition, the patient was taken to the operating room for a washout and pump explant. The patient was stable following the intervention.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the reported access site bleeding ¿ major has been completed since the original report was filed. The root cause of the access site bleeding was unable to be determined as limited clinical details an no product were returned for investigation.